Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and requested that they pull logs for further investigation. The customer pulled the clinical audit trail and noted multiple inop alarms for batteries, leads off, and no pulse spo2. The rse instructed the customer on what the entries mean and recommended a field service engineer (fse) dispatched for onsite support. The customer called back to cancel the case stating equipment worked as intended and perceived issue was related to user error. The customer called back once again and mentioned they had a patient incident and they would like the a philips technical consultant (tc) onsite to investigate. The customer did not have any additional details about the patient incident. The following functional logs were reviewed: the philips tc reviewed the logs and noted they were consistent with the customer resolving the battery issue but not resolving the ECG leads off issue. The ECG leads being off was consistent with user error as an ECG lead set would not be connected to the device if that error was generated. The customer performed device testing and determined that this issue was the result of user error. The customer confirmed that at the time of the event they were unfamiliar with the philips tele mx40 device and its appropriate usage. The customer requested an additional review and requested the tc capture data at the medical facility for analysis. The data was captured and provided to a philips product support engineer (pse). The complaint was escalated for technical log review by the product support engineer (pse) who determined the following: results of functional testing confirms multiple ECG lead off errors on the date of the incident 13-mar-2023, between the times provided by the customer 16:30-17:00. Based on the information available in the case and provided by the customer, the cause of the reported problem was confirmed to be a user error. There was no reported problem, the customer was requesting assistance to review alarms. The device was working as designed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was reported there was a patient injury, for which medical intervention was required; however, no specifics as to the type of injury or the intervention were provided by the customer. There was a code blue event for which the customer requested assistance in reviewing the multiple technical alarms that occurred around the event timeframe. Biomedical engineering at the hospital conducted an internal investigation, concluding the philips device was functioning as intended and alarming properly. In addition, this internal investigation revealed the event was due to the user being unfamiliar with the devices. Additional training was provided.